Event description:
It was reported that bd syringe 30ml 18g 1-1/2in failed to contain blood or medication. The following information was provided by the initial reporter: "the crack of syringe upper body. The syringe has been filled with liquid and it leaks out."

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 30ml 18g 1-1/2in failed to contain blood or medication. The following information was provided by the initial reporter: "the crack of syringe upper body. The syringe has been filled with liquid and it leaks out."

Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 1106246. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the submitted sample has been reviewed by our team of quality engineers. The returned sample displayed a crack in the front of the syringe. The issue has been confirmed. Based on analysis of the manufacturing line our engineers were able to associate this issue with the automated assembly process, and subsequent quality inspection; a temporary malfunction in the manufacturing line could result in a collision of the syringe with the barrel feeder and result in the formation of a stress fracture. H3 other text: see h10.